Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -4.5/0.5/074 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was replaced with a same size , similare (sphere/cylinder/axis) lens due to refractive surprise/change overtime. The problem was resolved. Cause of the event is reported as patient related factor:unsatisfied with vision. Pt requested exchange.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry on a microcentrifuge vial. Visual inspection found the lens haptic bent with foreign material on the lens surface, specifically: fibers. Dimensional and functional inspections found the lens to be within specifications. Claim #(B)(4).